Event description:
The customer reported via phone call that they were was dispatched through emergency room due to high blood glucose and diabetes ketoacidosis level on (B)(6) 2022. Blood glucose level was 1640 mg/dl and treated with intravenous insulin drip. Customer also reported that insulin pump had low battery alert and was turning off many times. Customer was not okay for troubleshooting. No further patient complication were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Software 4.11c. Retainer ring = black. On (B)(6) 2022, the customer alleged low battery alert, blank display and was hospitalized for high bg and dka. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No blank display or unexpected low battery alert during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on (B)(6) 2022 at 05:14:00.000 insert battery alarm on (B)(6) 2022 at 13:06:33.000 replace battery alert on (B)(6) 2022 at 14:45:00.000. Replace battery now alarm on (B)(6) 2022 at 15:16:00.000. Power loss alarm on (B)(6) 2022 15:28:22.000 and 15:28:33.000. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, motor assembly and the battery tube connector plugged in properly to j7/pcb 1. The force sensor offset measured (24.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification and the motor functioning properly. Customer alleged not confirmed for low battery alert and blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in description summary and provided in b5 section of this report. The information related to event date has been updated and provided in b3 section of this report.

Event description:
Customer reported that the battery was depleting faster than usual so it would turn itself off every time. Customer went to the emergency room by paramedics and was hospitalized on (B)(6) 2022 at 08:00 for 6 days for high blood glucose of 1640mg/dl and diabetic ketoacidosis. Customer was confused and had ketones. Customer was treated with insulin drip. The insulin pump was used at the time of the incident. Device does not have auto mode feature.